Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist dialed into the server and restarted the external messaging service, net.pipe listener adapter, net.tcp listener adapter, net.tcp port sharing service, and world wide web publishing service as per ka (medes: interface delayed/down notice). Ran a patient cast query for the affected patient and identified that the patient had transitioned to leave on absence (loa) status. Interface engineer (ie) confirmed that once a patient moves to loa status, the hospital interface must send an a22 hl7 message to readmit the patient from loa. Guidance was provided to the customer via email, advising them to contact their hospital interface team to send the correct hl7 message. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ehlake1 1 patient not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.